Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided.

Event description:
The doctor reports that the dental implant container arrived damaged in the cap area (green part), therefore the implant could not be used. The item arrived damaged from the manufacturer. The doctor reports in the per that the procedure was concluded by placing another implant.